Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device ran in the locked position, component damage, heat and unexpected noise. It was further determined that the device failed pretest for temperature and thimble lock operation. It was noted in the service order that during an unspecified surgical procedure the device had an abnormal noise. There were no reports of delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.